Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
A central venous catheter was correctly fixed for an operation on a female patient. During the procedure, the catheter became dislocated just because of the own weight of an infusion line. The patient had not been moved, so it was excluded that the catheter got stuck somewhere. In all cases which happened in the past, different persons were involved, thus mishandling failures caused by a single person can be excluded as far as we see it. It can be assumed that the warming-up of the product by the patient's body may cause this failure because it could not be provoked with the product still being cold.

Manufacturer narrative:
(B)(4) device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a 3-lumen catheter with a box clamp attached. The sample appeared used but exhibited no defects or anomalies. Suture thread was observed on the box clamp but not on the juncture hub suture wings. No wear or damage could be found on the juncture hub wings. The od of the catheter was found to be within specification. The ID of the catheter clamp could not be accurately measured since the material is pliable and it had been used. However, a manual tug test confirmed that the clamp would securely hold the catheter in place. A device history record review was performed with no relevant findings. The IFU directs the user to use the juncture hub as the primary suture site and the clamp as the secondary suture site as necessary. Since it appears that only the catheter box clamp was used to secure the catheter, operational context caused or contributed to this issue. No further action will be taken.